Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes due to myopotential oversensing were observed. Programming changes were discussed. The patient was asymptomatic.

Event description:
New information received notes that programming changes were made and resolved the oversensing. The patient was fine after the event.